Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy procedure to treat biliary stones performed on (B)(6) 2026. During the procedure, when the dreamtome rx 44 was fully bowed, a sudden pop was felt. The cutting wire split into two pieces. It was reported that a portion of the cutting wire was detached and fell into the patient. The procedure was completed with a dreamtome device. No further information has been obtained despite good faith efforts. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf patient code e2008 captures the reportable event of unretrieved device fragment.